Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made.

Event description:
New information received notes that programming changes were made. During follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were made.

Event description:
New information received notes the asymptomatic patient presented in-clinic with multiple episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended.